Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The ra lead remains in use. It was reported that the right ventricular (rv) lead exhibited intermittent undersensing and chronically low r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.